Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was glitching and there was a weak connection. The issue happened periodically during therapeutic endoscopic carpal tunnel procedures. There were no reports of patient harm.

Event description:
The procedure was completed using the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d10. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the result of the investigation, the cause of the suggested event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.